Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#:(B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient implanted for a stage 2 trial evaluation that started on (B)(6) 2018. It was reported that while performing the trial, the lead broke (between electrode 1 and 2) after disconnecting from the percutaneous extension. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that they did not have any further insight into the cause of the issue. They noted that all 4 set screws appeared to be unscrewed and when the lead was removed the tip remained in the percutaneous extension connector. As an action to resolve the issue, the broken lead was pulled and a new lead placed. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the returned lead model 3889 lot #va1pr6u showed no significant anomalies. The lead was returned in 2 segments and was subjected to a series of standard tests that included, but limited to, visual inspection and electrical testing. The proximal end of the lead and conductors were cut between the connector sleeves #1 and #2. Per the reported event details, this occurred at the end of the 2 week trial period ((B)(6) 2018) while disconnecting the percutaneous extension from the lead. This was consistent with explant damage. There were suspected tool marks on the plastic in between the connector sleeves. The setscrew marks were in the correct location. The conductors were stretched and the conductor coils were crushed/cut. There were suspected body fluids observed in the lead. It was noted that analysis was unable to test the continuity of circuits #2 and #3 for shorts of the distal segment of the lead due to the condition of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.